Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had rising impedance. Because of the patient's dependency on the pacemaker, this rv lead was then taken out of the rv port and plugged into the right atrial port of the existing device. Subsequently, a new rv lead was implanted and plugged into the designated rv port of the existing device. The lead remains in use. No patient complications were reported as a result of this event.